Manufacturer narrative:
The initial complaint was reviewed and found not reportable. Additional information received indicates this complaint is a duplicate of (B)(4), and the event has been reported under the associated medwatch MFR number 2520274-2016-12669. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information received indicates this complaint is a duplicate of (B)(4), and the event has been reported under the associated medwatch MFR number 2520274-2016-12669.

Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative screw breakage is unknown. This report is for an unknown quantity of broken locking screws. A partial part number of 04.210.xxx was provided, but is not enough detail to determine the exact screw(s) used. Without a valid part and lot number, the UDI is not available. The complainant parts are not expected to be returned for manufacturer review/investigation. Hospital contact number: (B)(6). Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was originally implanted with a locking compression plate (lcp) and an unknown quantity of screws on (B)(6) 2016. It was later detected that the screws had broken. The patient returned to the operating room on (B)(6) 2016 to undergo a hardware removal procedure. Additional details pertaining to the procedure and the patient outcome are unknown. Concomitant device(s) reported: lcp plate (part/lot numbers: unknown, quantity: 1). This report is for an unknown quantity of broken locking screws. This report is 1 of 1 for (B)(4).